Event description:
(B)(4). Since I had the essure I've had very bad migraine headaches,depression,pain above my private area during menstrual cycle and intercourse,mood swings that even my own family doesn't want to be around me. I've lost motivation, gained weight.